Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that nexiva 24ga 0.75in y leaked chemo on the patient. This occurred on 2 occasions. The following information was provided by the initial reporter: upon connecting chemotherapy they noticed the patients arm was wet. Chemo was therefore leaking from the q-syte. This happened on 3 separate occasions on the 25 & 26th of november. Leakage observed where the q-syte attaches to the straight line on the extension set piece of the nexiva device, on all 3 occasions. Patients skin exposed to chemo drugs.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that nexiva 24ga 0.75in y leaked chemo on the patient. This occurred on 2 occasions. The following information was provided by the initial reporter: upon connecting chemotherapy they noticed the patients arm was wet. Chemo was therefore leaking from the q-syte. This happened on 3 separate occasions on (B)(6). Leakage observed where the q-syte attaches to the straight line on the extension set piece of the nexiva device, on all 3 occasions. Patients skin exposed to chemo drugs.